Manufacturer narrative:
An event of device explanted due to infection was reported. A returned device assessment could not be performed as the device was not returned for analysis. No other information was received. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no allegation of malfunction against the abbott device or procedure.

Event description:
It was reported that on an unknown date, an unknown size amplatzer pfo occluder was implanted in the patient. On an unknown date, the device was decided to extract due to allergy. The device was not explanted yet. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.